Event description:
Ous MDR - after an implantation time of about 66 months, it was reported that suspected insulation damage was observed on the connector of the shockcoil during the ICD exchange due to eri. The proximal part of the lead was cut off and sent to biotronik for analysis together with the ICD. The remaining lead was deactivated. It was also reported that the measurement values of the lead had been unremarkable before the revision. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead had been cut through 15 cm distal of the is-1 connector pin. A proximal lead fragment was returned and thoroughly analyzed. The analysis showed multiple signs of abrasion at the lead fragment. In particular 2 cm distal of the df-1 connector pin, the insulation damage mentioned in the complaint could be confirmed. The insulation was broken open in this area, and the kinking protection coil underneath it was deformed. The observed damage manifestation requires high mechanical stress on the lead in the implanted state due to a kinked position at the generator housing. The deformation of the outer conductor to the ring electrode also speaks for a kinked position of the lead in the area of the connector exits.